Event description:
During a routine blood draw at lab, a newer model of butterfly was used for a patients lab draw. Intravenous site was drawn from the hand and the patients had excellent hand veins with no problems to be foreseen. Stick went smooth, flash was identified and tube applied. The needle made a strangle "woosh" sound and I noticed blood leaking out of the capsule where the needle retracts and wings are attached. No blood out of the venipuncture site only coming from the flash point area. Needle was immediately retracted and pressure applied. Patient felt no pain during the blood draw. I changed my gloves and washed my hands because blood covered my hands and spots had dripped on the patients pants. Blood was redrawn with previous needles and the draw went smoothly. Patients was very pleasant through the whole process. Manufacturer response for vanishpoint butterfly, vanishpoint (per site reporter). MFR sent clinical rep along with territory manager, will be sending trainers next week.